Event description:
Pt experience facial edema, especially orbital. Pt originally had a PICC placed in hosp which was removed after pt developed phlebitis. A 24g IV catheter placed and without in 24 hours orbital edema developed.